Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review of the stored electrocardiogram it was noted that the implantable cardioverter defibrillator exhibited post paced t wave oversensing on the right ventricular channel. Programming changes were made. Patient was stable.